Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the up arrow button on the insulin pump was unresponsive. Customer stated that water drops came on the insulin pump during shower. No further information reported.